Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After screwing the right ventricular (rv) lead helix into the heart during an implantation procedure, the rv lead became twisted. The rv lead was successfully explanted and replaced to resolve this event. The patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual examination found the outer insulation twisted/damaged, which was consistent with procedural damage. X-ray examination found the inner coil at the connector region over torqued, which was consistent with procedural damage. The reported event of lead twisted was confirmed, and the cause of the reported event was isolated to the over torqued inner coil, which was consistent with damage occurring at the time of procedure.